Event description:
Patient's mother reported that her daughter has used the easypod injector in the past, but her daughter found it to be painful. The patient is taking saizen (administered through use of easypod injection device).